Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an "alert 38" motor stall on the ilet pump, performed a dry run after removing supplies, completed a supply change without issues, and successfully resumed insulin delivery; the event was consistent with a mechanical problem leading to a stalled motor, with no effect on blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with motor stall behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.